Manufacturer narrative:
(B) (4)

Event description:
The pt was uncomfortable. The pt requested that the device be moved; device was moved from supragluteal to anterior abdomen. The pt recovered without sequelae.